Event description:
Through implant patient registry it was learned that a 38mm 4600 ring in the mitral position was explanted after an implant duration of 8 months, 19 days due to unknown reason. The implantation data card noted the ring was explanted due to a deficiency of the original device. The ring was replaced with a 28mm 5300 ring.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.